Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Based upon the information from the olympus local service department, the video connector socket of the subject device was broken. Omsc surmised that the reported phenomenon occurred due to the following cause. The video connector socket of the subject device worn out since the user forcibly connected the scope and the light guide to the video connector socket of the subject device (connected at an angle, and connected with excessive force such as bending, pulling, twisting, and crushing).

Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon was duplicated and the video connector socket of the subject device was broken. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the image flashed. The subject device was used in combination with enf-vt2. The user replaced the subject device with another device to complete the procedure. Other detailed information was not provided. There was no report of patient injury associated with the event.